Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was hospitalized after receiving inappropriate high voltage therapy due to noise. The device and right ventricular (rv) lead were abandoned and replaced by a leadless device. The patient was stable following the procedure and there were no adverse consequences.